Event description:
It was reported that revision surgery was performed due to elevated metal ions and a soft tissue reaction. The devices were implanted around 3 years ago.

Manufacturer narrative:
Catalog number corrected.